Manufacturer narrative:
The customer¿s report that the extension set "backed up" was not confirmed. The set was visually inspected and no anomalies were observed. Functional testing resulted in the set flowing freely with no occlusions observed. Pressure testing confirmed leaking from the filter vent. The root cause of the filter leak was not identified.

Event description:
The customer reported that the extension set backed up immediately while infusing at 16 ml per hour through the umbilical venous catheter. There was no report of patient harm.